Manufacturer narrative:
The product code information provided with initial report was incorrect. The correct information has been provided in this report.

Manufacturer narrative:
After battery installation unit gave an unexpected flashing white/blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Analysis was unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify critical pump error due to display anomaly. The insulin pump was received with minor scratched display window and case.

Event description:
It was reported via phone call that the insulin pump alarmed critical pump error. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.